Manufacturer narrative:
A visual examination of the complaint device revealed that liquid was present in the syringe. The gauge was reading at 0 atm. A functional evaluation of the syringe assembly was done with a sample stopcock. The gauge needle did not move beyond 0 atm; however, no leaks were noted during this test. Based on the condition of the returned device, the reported defect of gauge reading inaccurate was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage.  A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated; however, the pressure gauge of the syringe did not register any reading. The procedure was completed with another alliance syringe. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 2, 2015: the endoscopic image was the only indication that the balloon was inflating, the gauge needle did not move. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: according to the complainant, the device is due to be returned. However, the complaint device has not been received to date, so the product analysis could not be performed. It is possible that the device received an impact or knock during the procedure which damaged the internal mechanism of the gauge, thus leading to the gauge not reading correctly. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated; however, the pressure gauge of the syringe did not register any reading. The procedure was completed with another alliance syringe. The patient's condition at the conclusion of the procedure was reported to be stable. (B)(4). The endoscopic image was the only indication that the balloon was inflating, the gauge needle did not move. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated; however, the pressure gauge of the syringe did not register any reading. The procedure was completed with another alliance syringe. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.